Manufacturer narrative:
Integra has completed their internal investigation on november 3, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; no highlighted issue. The instrument is compliant with the manufacturing specifications and passed the electrical test. DHR review; unable to review the applicable DHR as the lot no. Was unavailable. Complaints history; there is no manufacturing or material defect. No adverse trend. Conclusion: the product sample met specification requirements. The IFU recommends to: "ensure that the tissue intended to be coagulated is grasped in the jaws before applying monopolar energy, to avoid harming tissue. To avoid lesions at other sites, only activate the generator when the surgical field and the distal extremity of the forceps are sufficiently visible. Use extreme care when coagulating long, thin tissue, such as adhesions. These tissues can carry electrical current to an unseen or remote location. In this case, the use of bipolar techniques can be desirable so as to avoid tissue damage."

Event description:
Other MFR report numbers: 2523190-2016-00190; 2523190-2016-00191; 2523190-2016-00193. It was reported that during a procedure involving electrocoagulation of the mesentery, the device stop working. Product was in contact with the patient, causing an injury. The event did not lead to surgical delay. No further information available.